Event description:
Literature: venkatraghavan l. Manninen p, mak p, lukitto k, hodaiem, lozano a. Anesthesia for functional neurosurgery: review of complications. J neurosurg anesthesiol 2006; 18 (1): 64-7. Summary: this article presents information from a prospectively collected database on all 186 patients undergoing functional neurosurgery under monitored anesthesia care for ablative (n=6) or insertion of a deep brain stimulator (n=172). Deep brain stimulation implants were both unilateral (n=34) and bilateral (n=138). The purpose of the study was to review the anesthetic management and incidences of intraoperative complications during functional neurosurgery. Reportable event: three patients developed fluctuating decreased in level of consciousness and hemiplegia. A computed tomography (CT) scan performed at the end of the procedure showed hemorrhage at the site of the electrodes. No patient treatment or outcome was reported.